Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7051301, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms of redness and swelling were noted at the pocket site. It was unknown what caused the infection. The patient was prescribed with antibiotics and underwent an explant procedure.